Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient called to report on the day of their (B)(6) 2021 implant, when they were put under, the trial stimulation had been at 2.2 ma and when they woke up, they were at 5.5 v, the manufacturing representative (rep) was no longer there and they were in serious and excruciating pain. The patient stated the felt it all the way down their right leg and into their toes and that the nurses told them it was normal for the patient to have pain but the patient stated they were entirely traumatized by the experience and they figured out 9 hours later how to connect to the settings and turn the stimulation off. The patient stated they thought they had nerve damage in their right leg because they limped for weeks afterwards on that leg and couldn't put any weight on it. The patient stated they left the therapy off for two weeks before turning it back on. The patient stated the pain was worse than labor and to this day, while it is not as sharp, they still felt that nerve "louder" in their right leg than in their left leg, that it was subtle but they still felt it all the way down their right leg when they would talk about it or w alk. The patient stated when they slept, they couldn't get their legs far enough apart (noting they had a lot of other medical issues just because of how they were "born") and it ached. The patient was convinced that the rep had done something "wrong" and had heard that other patients had experienced similar issues with this rep though the patient could not give any further information about the "other patients".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unclear how the device settings went to the level of 5.5 when it was initially set at 1.8. When they were informed of the patients symptoms, they advised the patient to turn the device off. The device was then et to the post op settings and they felt better. A neurology consult has been set up for the patient.